Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. The adapt tool revealed pump error 3 on (B)(6) 2025 21:00:00.000. Line=1541 file=2002. Per software engineering log, pump error 3 was triggered since main mcu initiated ipc packet transmission, but motor mcu didn¿t raise the handshake signal within 100 ms timeout. Isolate to electronic assembly due to ipc problems. Unit passed displacement test, and no pump error 3 alarms were noted during testing. However, after battery was removed from pump and monitored for 10 minutes, unit powered up with pump error 68, followed by pump error 49 and pump error 23. Proceed by cutting unit open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection, all connectors, including motor flex connector, were plugged in properly. However, moisture damage was found on electronic assembly around internal battery connector. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, customer¿s allegations were confirmed when pump error 23 was noted during testing, in addition to pump error 49 and pump error 68 noted upon battery removal and reinsertion. Additionally, pump error 3 was confirmed when an alarm was noted during download history review. Overall, due to moisture damage, isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 3 (the main arm cannot communicate with the motor arm), pump error 23(post-reset ram crc alarm). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer was able to clear the alarm. The customer was unable to complete the pump rewind. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.